Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Block h11: investigation results: a recharge free ipg and tined lead were returned for analysis. Visual inspection of the tined lead revealed that only the proximal end of the lead was returned. The lead was cut; therefore, no further investigation could take place. Additionally, no lot number was provided, so a device history review of the lead could not be completed. Visual inspection of the ipg revealed no abnormalities. An error code was detected in the logs and reported by ipg link. The ipg passed impedance testing with a test tined lead. It was confirmed that the ipg met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that relevant content and sufficient guidance were available with respect to the circumstances described in this complaint. No updates to the IFU are required as a result of this event. A risk review was completed and confirmed that the event of device component failure is defined in the product risk documentation. This event type has been accounted for during risk analysis to support an acceptable risk-benefit profile for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this product was returned to the manufacturer without any report of performance issues or adverse patient effects. Upon analysis, a device issue was noted. No further information available at this time.